Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several health problems. The customer reported that "a year ago", he had a stroke, had a hospitalization due to high blood glucose levels, had extreme low and high blood glucose readings, and had a serious event where he fell down and could not get up for hours. The customer's blood glucose level ranged from 600 to 1000 mg/dl. The customer stated he wore the insulin pump for each hospitalization event. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.